Event description:
On 11-dec-2025, the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 32 mg/dl while sleeping. The user was treated by ems with oral glucose gel and was not transported to the hospital. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia with decreased responsiveness after an overnight low glucose event while receiving automated insulin delivery with the ilet. This situation can result in acute hypoglycemia requiring third-party intervention and is consistent with the observed ems response and treatment with oral glucose gel without hospital transport. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.